Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized for low blood glucose. The customer first approached the school nurse with a blood glucose in the 300 mg/dl and 400 mg/dl range, claiming that she had ketones. The nurse called the mother; the mother then took the customer to the ER. The ER treated the customer's blood glucose and sent her home. However, her blood glucose later dropped to the 60 mg/dl range. The customer treated her blood glucose with food. The next morning the mother found the customer unconscious with low blood glucose; the customer's meter would not register the exact blood glucose level. The customer was in diabetic shock; she was cold and gasping for air. The mother called 911 and administered a glucagon shot. The customer was treated for several hours and then released. No products were returned or replaced.